Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device tip (bristle part) of the disposable brush came off during cleaning and went missing. There were no reports of patient involvement.

Event description:
It was reported the subject device tip (bristle part) of the disposable brush came off during cleaning and went missing. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation,the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.